Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 5-12615 et tube, cuffed, spiral-flex 7.5 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample has a hole in the balloon cuff. There was also discoloration seen at approximately the 21cm-22cm mark of the tube. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. A lab inventory syringe was filled with air. Then the syringe was connected to the pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff was unable to inflate. The et tube was submerged under water and an attempt to inflate the balloon cuff was made to detect any leaks. Upon injection, the et tube leaked from a large hole in the cuff. No other defects or anomalies were observed. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." "Deflate cuff prior to repositioning the tube. Movement of the tube with the cuff inflated could result in patient injury or in damage to the cuff requiring a tube change." The reported complaint of cuff leak was confirmed based upon the sample received. The returned et tube was found to have a large hole in the balloon cuff when submerged under water. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. The IFU states that the device should be checked for inflation prior to use. Therefore, based upon the damage observed, there are indications that unintentional user error caused or contributed to this event.

Event description:
Customer complaint reported as: "from (B)(6) 2020 to (B)(6) 2020, in department of anesthesiology, (B)(6), the tube was found deformed and the cuff was found leaking during use on the patient. Involved 6 pcs." No patient harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. A verification of failure mode reported in the current manufacturing process was conducted as follows: 80 samples were taken from the current production, the samples were inspected, and the revised characteristics comply with the requirement. Defect reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint reported as: "from (B)(6) 2020 to (B)(6) 2020, in department of anesthesiology, (B)(6), the tube was found deformed and the cuff was found leaking during use on the patient. Involved 6 pcs." No patient harm reported.